Manufacturer narrative:
Premature battery depletion, failure to interrogate, and loss of communication was confirmed by analysis. Upon interrogation, it was noted that the device could not be communicated with due to depleted battery. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician on (B)(6) 2021 and the device was explanted. It was also reported that the implantable cardioverter defibrillator could not be interrogated prior to explant on (B)(6) 2021. The patient was stable throughout.